Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported there was a "cassette not attached" error. There was no patient involvement.

Manufacturer narrative:
D3: correction. D9: 10-dec-2024.h3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history log showed high alarm displayed: cassette not attached properly. Functional testing was performed, and the reported issue was confirmed. The issue was resolved by replacing the downstream occlusion (dso) sensor, dso bezel and dso seal. Excessive adhesive was found to be on the dso sensor/seal.